Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the implantable cardioverter defibrillator (ICD) was working correctly and then there was undersensing on the right atrial (ra) lead which lead the ICD to mis-detect and deliver an inappropriate shock. Programming changes were made for the ICD. The ra lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.